Event description:
The product was used during a lower anterior resection procedure. Reportedly, the suture broke and there was tissue loss. The surgeon resected the application site and applied another device. The hosp has reported that the pt's condition is satisfactory.